Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining, intermittently, false high sodium (na), chloride (cl), and carbon dioxide (co2) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. No false results were reported out of the laboratory. There was no effect to patient treatment.

Manufacturer narrative:
Prior to the event, na, cl, and co2 qc results were less precise than normal. At times, qc results were outside the lab's established ranges. A field service engineer (fse) was dispatched and found that the ratio pump was worn. The fse replaced the ratio pump piston and the ise was decontaminated. A valve flapper on the electrolyte injection cup (eic) was replaced by the fse as well because it was cracked.